Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-04395 / 04396). Product location unknown.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 13 states, "problems of the knee or ankle of the affected limb or contralateral limb aggravated by leg length discrepancy, too much femoral medialization or muscle deficiencies." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2015-04395 / 04396).

Event description:
Legal counsel for patient reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's counsel reported patient allegations of pain and clicking in her right hip on (B)(6) 2013. Legal counsel reports that patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of groin pain, elevated metal ion levels, aseptic loosening, migration of the cup and femoral head, and osteolysis. Legal counsel reported that cup migration and loosening, a pseudotumor, staining of soft tissues, fluid consistent with corrosive material, necrosis of soft tissues, and cysts with corrosive material in the acetabulum were allegedly noted during the revision procedure. Legal counsel further reports that the cup and head were removed and replaced. Additionally, legal counsel reports patient allegations of a limp and a discrepancy in leg length. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.